Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of injector rod past intraocular lens. Additional information was received with the information that resistance of the lens during priming and there was difficulty moving the lens forward and no patient contact was reported.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of injector rode past iol, resistance of the lens during priming; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review, complaint history review, and non-conformance review could not be conducted and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).